Manufacturer narrative:
This MDR is being filed in response to invacare¿s commitment to FDA (see FDA form 483 dated 12/17/2010) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare¿s newly revised complaint handling procedure and work instruction. MFR spoke with the consumer. The consumer was not able to provide the serial number. The consumer allegedly tipped over on the power chair twice in the past. The consumer did not provide details of these alleged events. The consumer has a position strap on the chair; however, does not use it as recommended by the MFR. The consumer stated that the chair started to lose power during the day and that their battery charger allegedly sparked and a cord was burned. MFR is working to get chair inspected and serviced. The product has not been returned for eval at this time so, it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. Malfunction is not confirmed.

Event description:
The consumer alleges the cord started sparking and melted where it plugs in to the chair. No injury is alleged.